Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/24/2026 h6 component code: g07002 - no device problem found h6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One needle- suture piece was received for analysis. Product code sxpp1a425. A photo was provided showing appear a overwrap packet that no pertain to the product code received. During the initial inspection of the sample, no breakage suture was observed. Even though the extreme of the suture was noted to be cut, split and some damages (crushed) on the suture surface likely by a surgical instrument. Furthermore, a knot and body fluid were noted along the length of the suture. In addition, significant tooling marks that appear to be caused by a surgical instrument were observed on the body needle. This product code sxpp1a425 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Although no conclusion could be reached on the cause of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2026 and barbed suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.